Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor connections were checked and repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system's touchscreen locked the system up. No report of pt injury.